Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, rash and skin irritation had occurred while wearing the pod longer than 72 hours. Patient visited their physician and was prescribed erytromycime 2% cream.